Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was observed. Reprogramming was recommended. The patient will continue to be monitored and was in stable condition.

Event description:
Further review of the session records revealed the non-sustained right ventricular oversensing may not be t-wave oversensing but may be due to the small amplitude of the t-wave causing it to have a similar morphology to the r-wave. There is still non-sustained right ventricular oversensing due to fusion/pseudofusion on the right ventricle. Reprogramming was still recommended to shorten the atrial ventricular delays.